Manufacturer narrative:
A definitive root cause could not be determined. The customer verified that the quality control was acceptable before and after the event. There were two abnormal probe sucking alarms on the day of the event. Based on the alarms and reaction kinetics, incorrect pipetting could be excluded.

Event description:
The customer alleged they received questionable c-reactive protein gen.3 (crp), glucose, and urea results for one patient on their c501 analyzer. The customer provided data for one reportable malfunction for crp. The patient's initial crp result was 1.2 mg/l and it was reported outside the laboratory. The sample was repeated on another c501 analyzer and the result was 158.5 mg/l. The repeat result was issued as a corrected report. The patient was not adversely affected by this event. The crp reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).